Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on (B)(6) 2024. The infusion set was in use for less than a day. Blood glucose levels were 180mg/dl at the time of event. The patient replaced infusion set and resumed insulin successfully. No further information available.